Event description:
A group of discrepant, depressed hcg results was obtained on 5 or 6 patient samples. The calibration and control results were within expected ranges. It is unknown if the results were reported to the physician. The samples were repeated on an alternate siemens healthcare diagnostics inc. Instrument system (immulite) by an alternate methodology and positive, elevated results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the discrepant, depressed hcg results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the results are erroneously low. The cause for the falsely depressed hcg results is unknown. It is reported that calibration and qc results are within expected ranges. The issue is under investigation.